Event description:
The physician was in the room attempting to cannulate the patient's radial artery with one of arterial line kits. However, once the artery was accessed, it was noticed that the wire would not pass through the needle. Upon further inspection, this needle was not the needle that should have been provided in the arterial kit. Manufacturer response for arterial line kit, arrow (per site reporter): I spoke to the compliant department. She is sending me packing material to send the needle back.